Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A1 - a6, b5 - b7: updated. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer complaint of failed dso (downstream occlusion) pressure test cannot not be confirmed during downstream/upstream occlusion calibration and pressure test. Upon further investigation found the lcd lens scratched up. Replaced lcd lens, keypad, and labels. Performed dso/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed the dso pressure test. Downstream occlusion detected at 4 psi. Patient involvement is unknown.